Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system was giving reagent level sense errors after they attempted to load an ammonia (amm) cartridge and a blood urea nitrogen (bun) cartridge. Customer reported that probe b had splashed on the tray area. Customer reported that the fluid that spilled was clear and appeared to be deionized water. Customer reported that the volume of the fluid that spilled was less than 1 ml. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found insulation was worn off at a section of the level sense wire. The fse replaced the level sense assembly. The fse verified the repair was performed per established procedures.